Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("radiating pelvic pain for four years without an identified cause") in a (B)(6) female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: patient wishes to have the medical devices removed as a precaution. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 18-apr-2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 2742 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 12-apr-2017: reporter did not respond to follow-up attempt. Ha reference number (B)(4) provided. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had radiating pelvic pain for four years without an identified cause. Physician stated that patient wishes to have the medical devices removed as a precaution. Essure removal was reported (unclear if already performed). This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer's medical history and concurrent conditions were not reported. According to the information provided, no cause for the pelvic pain was identified. Considering the nature of this event and lack of alternative explanation, a contributory role of essure cannot be excluded. This case was regarded as incident since device removal was either performed or is planned (unclear from the reported information). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Despite follow-up attempts, no further information could be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had radiating pelvic pain for four years without an identified cause. Physician stated that patient wishes to have the medical devices removed as a precaution. Essure removal was reported (unclear if already performed). This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer's medical history and concurrent conditions were not reported. According to the information provided, no cause for the pelvic pain was identified. Considering the nature of this event and lack of alternative explanation, a contributory role of essure cannot be excluded. This case was regarded as incident since device removal was either performed or is planned (unclear from the reported information). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("radiating pelvic pain for four years without an identified cause") in a (B)(6) female patient who received essure. In 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). Essure removal was reported. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: patient wishes to have the medical devices removed as a precaution. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had radiating pelvic pain for four years without an identified cause. Physician stated that patient wishes to have the medical devices removed as a precaution. Essure removal was reported (unclear if already performed). This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer's medical history and concurrent conditions were not reported. According to the information provided, no cause for the pelvic pain was identified. Considering the nature of this event and lack of alternative explanation, a contributory role of essure cannot be excluded. This case was regarded as incident since device removal was either performed or is planned (unclear from the reported information). A product technical analysis is expected, and further information has been requested